Event description:
Customer returned the device for evaluation and repair of the forceps elevator not being raised correctly. There is no reported harm to any patient or person. Upon evaluation of the returned device, it was observed that the light guide (lg) lens adhesive was peeling, thereby creating a gap through which dirt can enter on the inside of the lens. This medwatch is being submitted for the reportable issue of the lg lens adhesive being peeled as observed during device evaluation.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the light guide (lg) lens adhesive was peeling, thereby creating a gap through which dirt can enter on the inside of the lens. Other observations for the device are: scratches found on insertion tube, operation part, tip cover, insertion part corrugated tube oredome, switch sw 1, operation unit cover, up/down angle fixing lever, grip, universal cord on scope connector side and operation part side, and scope connector. Also, wrinkles are found in the insertion tube and electrical connector ahs presence of water coverage. The user reported issue of the forceps elevator was not confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the adhesive of the light guide lens peeled off due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.